Event description:
An aneurx bifurcated stent graft of an unknown size was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The aneurysm morphology is unknown. The iliac vessels were without major bends or calcification. It was reported that the physician deployed the iliac limb graft outside of the gate and behind the bifurcated stent graft. The physician inserted within the incorrectly deployed iliac limb graft a 16mm diameter x 5.5cm length iliac cuff alongside the bifurcated stent graft. A 28mm diameter x 3.75cm aortic cuff was placed at the top, which created an "aui". It was reported that the appearance of the completed stent graft was that of a "double barrel". It was reported that the procedure was successful with no endoleak visualized on final angiogram and both limbs having good flow. The patient is reported to be fine and no additional clinical sequelae were reported. No add'l info is available.